Manufacturer narrative:
A review of the mfg documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt's ipg had migrated. The pt experienced a fall the day after having a previous pocket revision and his ipg migrated back into the old pocket site. The physician relocated the pt's ipg, implanted a lead extension and prescribed the pt antibiotics as a precaution. The physician reported that there were no signs of infection. The pt was reportedly doing well after the procedure.